Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were consistent air bubbles in the luer lock. The customer's blood glucose (bg) level ranged from 200's (mg/dl) to 300's (mg/dl). The customer changed the supplies and addressed the bg level with a bolus via the pump or a manual injection. Reportedly, the customer did not remove the air from the cartridge during the load process.